Event description:
It was reported the clinic noticed issues with the programmer interrogating and functioning properly. Service disk was unsuccessful at resolving issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found a system error upon powering the programmer up. The initial report was confirmed and was caused by corrupted software.